Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet device, after which the screen became unresponsive and would not display despite multiple charging attempts; the device was replaced, and the user continued glycemic management using backup therapy. Symptoms included no adverse clinical effects and no reported glycemic excursions. Outcomes included no need for medical intervention and no hospitalization. Investigation included collection of event details and return request for evaluation. Investigation of this returned device revealed a screen/display nonfunction following a physical shock, consistent with damage to the user interface/display assembly; no alerts or alarms were reported, and blood glucose management was maintained via alternate therapy. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to impact.